Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: if fragments truly were generated, please provide more details. - the fragments involve frayed pieces of suture thread. They were removed easily. No further details available the following information was requested, but unavailable: lot number? Can any representative samples be returned for evaluation? Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure date of index surgical procedure? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? How was the suture originally tied (multiple knots, square knot, etc.)? Please describe the surgical intervention required for this suture event including dates and results. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? What symptoms did the patient experience following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status?

Event description:
It was reported that a patient underwent strabismus surgery on an unknown date and suture was used. The clinician opines that in the last 3 years he has experienced a progressive deterioration in the quality of suture thread. The patient experienced formation of granulomas related to conjunctival flaps. The surgeon also stated that when the thread gets wet it loses its homogeneity of weave. The procedure was completed successfully with no delay. Fragments were generated and removed easily without additional intervention. The patient underwent a revision procedure. Additional information was requested.